Manufacturer narrative:
The impella cp pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) white female patient had impella cp pump inserted in the right femoral for acute myocardial infarction (ami). The pump was removed and upon follow up the nurse stated the patient ended up having a pseudo aneurysm in the groin. As treatment the groin was injected with thrombin.

Manufacturer narrative:
The introducer was not returned for evaluation, however the returned repositioning unit was inspected and no abnormalities were observed. The root cause of the suspected injury of pseudo aneurysm in the groin was unable to be determined due to the lack of clinical information.